Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a size 2) are marketed in USA, and therefore this report was filed. Note: patient underwent previous revision surgery due to infection, (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, straight, uncemented, 18/140 on (B)(6) 2012 and the patient underwent revision surgery on (B)(6)2017 due to implant fracture.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: fracture of distal revitan stem. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) it was reported that a patient was implanted with a revitan hip stem on (B)(6), 2012 on the right hip side and underwent revision surgery on (B)(6) 2017 due to implant fracture. Surgical notes the surgical notes, dated (B)(6) 2004, state the implantation of a total hip prosthesis before the revitan® stem was implanted. It does not affect the results of the investigation and is therefore not summarized and included in this report. The surgical notes of the revitan®¿s implantation surgery ((B)(6) 2012) is translated and summarized as follows: indication to a revision under continuous antibiotic therapy is given with a status of a persistent, hematogen infection that has been debrided outwards. The hip is accessed posterolateral with excision of the pre-existing scar. An extended trochanter osteotomy is performed to display the prosthesis and the neocapsule. The latter is completely resected. There is no pus. The acetabular components are removed first then the stem and the cement. The removal of the cement plug distally is very difficult but successful. The acetabulum is milled in ascending sizes up to size 50. The fitmore shell of this size is implanted with a good press fit. A highly cross-linked polyethylene is inserted. The medullary canal is prepared in ascending size up to the size 18 according to the planning including the protrusion. The corresponding revitan® is implanted with proximal part size 55. The protrusion is slightly more than planned. However, in view of the somewhat cranially positioned cup, this is accepted. The trial position of the s-head as planned shows a good joint play. According to the trial component the definite component is chosen. The trochanter osteotomy is well adapted and fixed with a double cerclage and a simple cerclage. Then closure of the joint. The surgical note of the revision surgery, dated (B)(6) 2017, describes the revision surgery of the revitan® stem. The report is translated from (B)(6) to english and is summarized as follows: the patient has an unstable, painful leg with slight varus axis deviation in the area of the modularity of the revitan® stem without visible fracture. Due to this, the x-rays as well as the nuclear medical examination the indication for the revision surgery is given. Posterolateral hip approach is performed with excision of the pre-existing scar. As planned, an extended trochanter osteotomy is performed. The stem sits firmly, both proximally and distally, so that the removal results in a fracture of the extended trochanter osteotomy. A fractured prosthesis in the transition area is shown when the entire prosthesis is presented. The removal of the proximal part was therefore easy. The distal revitan® part is freed by using drills and then removed with ram and hammer. The closed medullary canal is then drilled up to size 12. Subsequently, the implantation of the new components was carried out. X-rays ap pelvis & axial hip taken on (B)(6) 2012. The x-rays were taken before the implantation of the revitan® stem and show a stem with an acetabular cage and a polyethylene insert. There is cement observable around the stem as well some radiolucent line on the medial and posterior side of the stem. A free floating piece of wire is also visible which seems to be located posterolateral to the femur. Ap pelvis & axial hip taken on (B)(6) 2012. The x-rays were taken right after the implantation surgery of the revitan® stem. On the ap x-ray, the bone gap on the lateral side of the revitan® stem deriving from the extended trochanter osteotomy is clearly visible. The extended trochanter osteotomy is fixed with a double cerclage and a simple cerclage as mentioned in the surgical notes. When comparing with the x-ray taken before the implantation of the revitan® stem it is visible that on the medial side, mainly in the area of the transition zone between proximal and distal stem part, there is radiolucency where the cement was before. On the axial x-ray the free floating piece of wire is still visible. There also seems to be a radiolucent line between the proximal stem part and the bone in the anterior area of the stem. Ap pelvis & axial hip taken on (B)(6) 2012. On the ap x-rays the radiolucency observed on medial side of the stem seems to have increased when comparing to the x-ray taken after the implantation surgery. However a direct comparison is not possible, since on the current x-ray the femur is more internally rotated. There seems to be no bone regeneration recognizable as an indication to a bony healing of the extended trochanter osteotomy when compared with the previous x-ray. The distal bore hole of the proximal part is visible while the proximal bore hole is covered leading to the assumption that the single cerclage was fixed through the proximal bore hole. When comparing the axial x-ray with the one before there seems to be an increase in radiolucency on the anterior side of the proximal stem. Additionally, a radiolucent line can be observed on the posterior side of the proximal stem. Ap pelvis & axial hip taken on (B)(6) 2013. On the ap x-ray the bone gap is not anymore recognizable. Compared to the previous x-ray the osteotomy is healed. On the ap view, compared to the previous x-ray, sclerotic lines are recognizable medially and laterally of the proximal part of the stem. When comparing the axial x-ray with the one taken before, the radiolucent lines anterior as well as posterior are more noticeable. Ap pelvis & axial hip taken on (B)(6) 2017. On the ap x-ray a sclerotic line lateral of the proximal part of the stem is recognizable while the sclerotic line on the medial side is not visible anymore. A fracture of the prosthesis is not visible. Only when comparing the ap x-ray with the one taken before it is visible that the proximal part is not as aligned with the distal part as before. The proximal part is slightly tipped medially. The ap as well as axial x-ray show that the simple cerclage around the greater trochanter is clearly fractured. On the axial x-ray the radiolucent lines as seen before anterior as well as posterior are still visible. Ap pelvis taken on (B)(6) 2017. The x-ray shows the newly implanted stem and head. It does not affect the results of the investigation and is therefore not included in this report. Devices analysis visual examination the connection pin of the revitan® stem is fractured in the non-blasted area approximately 3 mm below the proximal end of the distal part. The proximal fracture surface is slightly polished along the edge and shows a structure which points to a fatigue fracture starting from the lateral side. The distal fracture surface is partially polished. Additional fracture levels are recognizable on both fracture surfaces next to the main fracture origin. The fracture origins of the additional fracture levels are not clearly identifiable. As far as visible, macroscopically, no defects that could have favored or triggered the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. The connection pin shows an almost circumferential stripe with a width up to 2 mm which appears partially polished. Closer inspection of the stripe with the microscope (wild m38, eq-ID wnt-03-rsr-540-161187) revealed a mixture of metal transfer, signs of fretting and signs of corrosion in some areas. On the anterior side the original machined surface is still visible. There are also cracks observable in the area close to the fracture origin. In some areas adjacent to the stripe joins the original surface followed by the blasted area. On the distal part of the revitan® stem bone attachments can be observed in the anchoring region mostly in the region of the fins. Removal damage in the form of scratches, nicks and cuts can also be recognized. One of the two teeth is clearly polished on the face and deformed in such a way that the height is diminished to one side. The polishing and deformation is probably due to the removal procedure. Hardly visible marks most likely deriving from the setting instrument can also be recognized. Additionally, the face surface of the stem body shows small, slightly polished areas. The origin of these areas remains unknown. The anchoring surface of the proximal stem part shows no signs of bone attachments. Removal damage in form of nicks, scratches and cuts are visible. On the medial side some short, slightly polished lines are visible which could be signs of slight movement against the femur. The proximal of the two bore holes shows slight wear on the posterior side as well as a single sharp scratch directed from / to the bore hole. The cocr head and the proximal part of the revitan® stem are still assembled. When the retrievals were received it was tried to disassemble the components. As first attempts were not successful they were stopped to avoid more damage to the parts. The articulation surface of the cocr head shows several matt appearing areas and slight scratches. The durasul® alpha insert shows several damage such as additional drill holes in the articulation surface and the rim as well as cuts, indentations and scratches deriving from the revision surgery. The articulation side of the durasul® alpha insert exhibits slight scratches. Some areas of the insert¿s backside appear slightly yellowish. Backside changes can be observed in some areas while the remaining surface shows machining marks. The contours of the screw holes are clearly visible and the pole pin shows a cut which most likely derived from the revision surgery other than that the pole pin is intact. The indentations from the fixation spikes on the shell can be observed. These indentations and the appearance of the pole plug indicating a proper fixation of the insert in the shell. Overall the insert is inconspicuous. A wear measurement was not performed because the insert is not anymore in its original condition due to autoclaving as mentioned in the zper and the screw hole within the articulation surface. Conclusion the revitan® stem was revised after approximately 5 years and 5 months in vivo because of a fracture of the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part with the fracture origin located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. On the proximal fracture part of the connection pin an almost circumferential stripe with surface changes was observed revealing a mixture of metal transfer, signs of fretting and signs of corrosion in some areas. Bone attachments could only be observed on the distal part of the revitan® stem but not on the proximal part. A medial tipping of the proximal part and a fracture of the stabilizing cerclage is radiologically documented four weeks prior to the revision surgery. Based on the x-ray it is assumed that the single cerclage was fixed with the revitan® stem¿s proximal part through the proximal bore hole. The fracture of the cerclage could therefore indicate movement of the proximal part. However, it stays unknown if these movements occurred before or after the fracture of the connection pin. On the individual x-rays radiolucent lines can be observed around the proximal part of the revitan® stem. With the evaluation of the x-ray follow-up, it can only be hypothesized that there were changes to the bone around the proximal part of the revitan® stem. This resulted in not sufficient proximal bone support during time in vivo. The bone ongrowth seen on the revised parts seems to support this assumption. It is unknown if the surface changes found on the proximal fracture part of the connection pin existed already before the start of the fracture and are associated with the fracture or developed exclusively as concomitants. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).